Event description:
It was reported that during a pci procedure, a balloon rupture occurred. The 99% stenosed lesion was located in the calcified proximal right coronary artery (rca). An aneurysm (approx 6mm) was present in the vessel and was treated with a 4.0mm x 30mm stent. The quantum maverick monorail balloon ruptured at 12 atms on the initial inflation. Resistance was encountered with the quantum maverick monorail at the site of the aneurysm. The procedure was successfully completed with a different device. No pt injuries or complications were reported. Pt status is reported "good".